Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(4) 2011 regarding the excessive drain volume found during evaluation. According to the nurse the patient has not reported any symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intra-peritoneal volume (iipv) that was found during evaluation was determined to be one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3511ml. The fill volume was 2000ml which meets iipv criteria. No patient injury or medical intervention was reported.